Event description:
Customer states the following: "reported to biomed pump problem alarm, biomed confirmed. No patient harm. Cassette latch is hard to close. Cleaned pins, still does not feel right" preliminary evaluation of the pump log indicates that there was an error in flow control: error: activevalveactuate/maintainposition: outlet flag unexpectedly closed. This is the typical error when there is a sticky outlet valve. As this occurred during an infusion, it triggered a pump problem alarm and the pump went into a fail-stop state. Originally, customer only reported 1 instance. However, it was determined from looking at the logs and confirming with the customer that a second event had occurred 6 days later with the same device; the initial instance was reported on MDR# 3014732157-2022-00011. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.